Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal decreasing, customer's blood glucose (bg) level rose to 748 mg/dl. Due to the increased bg the customer experienced "collapsed lungs." Customer was transported by ambulance to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on 8/29/2025 with the issue resolved and no permanent damage. Additionally, the customer had an unspecified cartridge issue which contributed to the increased bg levels. No additional patient or event information was available.